Event description:
The mother of a patient called to report a pod that was hard to fill with insulin. She heard crackling noises, but went ahead and activated the pod. The child wore pod for several hours and had bg readings of "hi". She initiated boluses with that pod, but unable to bring bg down, so she deactivated the pod. She able to activate a new pod and bg now back to normal. The caller was advised not to use pod if having any trouble with filling. She did not have pod available at time of call, so no lot/seq numbers available and the product will not be returned for evaluation. No further problems reported.

Manufacturer narrative:
The product will not be returned, so no evaluation is possible. The customer felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.